Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Manufacturing date unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned to the manufacturer. Functional testing as well as a visual and physical examination found that the component the camera failed and accuracy test.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/ acquire scans task and delayed the surgery by less than one hour. It was reported that the positioning sensor unit (psu) was not able to see the patient reference frame or the trackers for the imaging device. The instruments had already been verified. The red fault light was displayed on the psu. The ndi toolbox utility showed a bump sensor fault. The site finished the surgery without navigation and with a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.